Event description:
It was reported the patient stopped recharging her ipg after receiving pain relief from back surgery. As a result, the ipg became non-functional. On (B)(6) 2013, the patient's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Correction/removal report#: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Results: as received, the ipg was non-responsive. This is considered to be a user error. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of it's full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.